Event description:
It was reported that patient underwent a reverse shoulder arthroplasty procedure on (B) (6) 2010. Subsequently, patient suffered a fall and a revision procedure was performed approximately two weeks after the initial surgery due to disassociation of the glenosphere adaptor and glenoid baseplate. The surgeon made unsuccessful attempts to reimpact the glenosphere adaptor. The surgeon removed the central screw from the baseplate then reimpacted the adaptor again and the components were successfully engaged. No further information has been provided to date.

Manufacturer narrative:
Biomet offers varying lengths of screws for the reverse shoulder components. Information suggests that the screw used in the initial procedure may have been too long. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - occurred approximately two weeks after initial procedure. Date explanted - occurred approximately two weeks after initial procedure.